Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal and distal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the lead was attempted but not implanted. The lead was broken at its distal extremity as it was placed through the vein, before reaching right atrium. No patient complications have been reported as a result of this event.